Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced because a cylinder was torn out. No other adverse patient effects were reported.

Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations within abrasion were noted on the inlet tube of the pump. This was not a site of leakage. Abrasion was also noted on all tubes of the pump. Microscopic examination of the detachment end of the longer exhaust tube revealed the surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump. Microscopic examination of the detachment end through the strain relief of cylinder 2 revealed the surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the pump. This was a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate exhaust tube/cylinder 2 strain relief area, noted by the rough and irregular surfaces of the detachment ends of both the longer exhaust tube of the pump and strain relief of cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.